Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a tego¿ connector was found to be unable to flush during patient use. The reporter stated that post hemodialysis (hd), after disconnecting the central venous catheter (cvc) from the hd line, was not able to flush normal saline (ns) through both tegos on cvc arterial and venous ports (felt like locked or blocked). They had to change both tegos. These tegos were changed on (B)(6) 2024. The sample is available for evaluation. The incident was reported to cmdsnet (health canada) by ahs. The number of the affected product is 2. There was patient involvement and no adverse event.

Manufacturer narrative:
Investigation summary: received two (2) used. List #d1000, tego¿ connector. As received, no damage observed, there is evidence of a small amount of blood residuals. Both samples were accessed with a luer lock syringe to activate the devices and see if occlusions could be observed. No occlusion or other obstruction observed. Both samples were functionally tested, both pass. Unable to confirm customer complaint of "not able to flush ns through both tegos on cvc arterial and venous ports (felt like locked or blocked)". The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.